Event description:
A (B)(6) female admitted for scheduled laparoscopic cholecystectomy. During initial non-forceful grasping of the gall bladder with the alligator grasper, a 9mm x 2mm portion of the tip of instrument broke off. Meticulous inspection of the area was completed by laparoscope, with no evidence of the fragment of the instrument to be found. An intra-operative film was obtained but did not definitively detect the retained foreign body. The procedure was completed and the pt was transferred to pacu with no apparent ill response. She was discharged home following the outpatient procedure as expected. This instrument was a new, disposable item. The instrument was not reprocessed. The instrument was pulled from stock, inspected for any damage or integrity issues to the package and reportedly had none.